Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-operative evaluation for a routine generator change, high above range, high capture threshold was observed. During the procedure, using fluoroscopy, fracture and externalized conductors were observed on the right ventricular lead. Patient was asymptomatic and no additional electrical issues were discovered. The lead was capped and replaced on (B)(6) 2016. Patient was in stable condition during and after the procedure.